Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 598 mg/dl. The customer's current blood glucose is 286 mg/dl. The customer provides symptoms such as diabetic ketoacidosis as a result of high blood glucose. The customer was treated by insulin shot. The drive support cap appears normal. Based on customer report customer does allege insulin pump was under delivering. Customer was performed high pressure test and displacement test and it was successful. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.